Event description:
Customer reported that summit did not deliver sample or reagent to position b1, c1, and d1 and did not deliver reagent to position e1 while pipetting an hbc microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.